Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 29mm navitor vision valve was implanted. On (B)(6) 2025, the patient experienced a cerebral infarction.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 29mm navitor vision valve was implanted. On (B)(6) 2025, the patient experienced a cerebral infarction.

Manufacturer narrative:
It was reported the patient experienced a cerebral infarction after 15 days of navitor implant. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the available information, the cause of cerebral infarction could not be determined. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported that a 29 mm navitor vision valve was implanted on (B)(6) 2025, in an 87-year-old male patient. It was reported that on (B)(6) 2025, the patient developed sudden impaired consciousness. Clinical findings included right brachiocephalic artery occlusion, subarachnoid hemorrhage, and aortic dissection. As postoperative CT imaging following the tavi procedure showed no evidence of dissection, the event was determined to be a delayed-onset ascending aortic dissection. After discussion with the family, conservative management was selected. It was noted that although the patient required prolonged respiratory support, the patient¿s heart failure status and fever remained stable. Extubation was performed on (B)(6) 2026, the patient¿s neurological status did not improve. Subsequently, aspiration-related fever and worsening renal failure were observed. The patient passed away on (B)(6) 2026. The cause of death was reported as cardiovascular. The death was assessed as unrelated to the implanted device and unrelated to the tavi procedure.

Manufacturer narrative:
It was reported the patient experienced a cerebral infarction after 15 days of navitor implant and an event of patient death was reported. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Medical review was performed at abbott, "narrative reviewed. No imaging was provided. This event was reported through the tavi registry in japan and involves the navitor system. A 29 mm navitor vision valve was implanted on (B)(6) 2025 in an 87-year-old male patient. A postoperative CT following the tavi procedure showed no evidence of dissection. On (B)(6) 2025, the patient developed sudden impaired consciousness. Findings included right brachiocephalic artery occlusion, subarachnoid hemorrhage, and aortic dissection. The event was considered a delayed-onset ascending aortic dissection. After discussion with the family, conservative management was selected. Prolonged respiratory management was required. Although heart failure and fever remained stable over time, the patient¿s consciousness did not improve. On (B)(6) extubation was performed due to the elapsed time since the onset of dissection. Subsequently, aspiration-related fever and worsening renal failure were observed. The patient passed away on (B)(6) 2026. Based on the available information, the death is attributed to a cardiovascular cause associated with the delayed-onset ascending aortic dissection and is not considered related to a navitor device malfunction. An addendum will be provided if additional information and/or imaging becomes available." Based on the available information, the death is attributed to a cardiovascular cause associated with the delayed-onset ascending aortic dissection and is not considered related to a navitor device malfunction or the tavi procedure. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time.